Event description:
Unable to obtain the reason of osseointegration failure from the doctor. Traditional 2 stage, prosthetic attachment (bridge), moderate oral hygiene, the doctor did not provide the implant placement date and removal date.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our product. There is no info about medical condition of pt.